Event description:
It was reported that the patient experienced pain at the implant site of the superion indirect decompression system implant. Imaging was performed a/p, anteroposterior, and lateral which confirmed the device dislodged from the superior spinous process. The patient underwent an explant procedure in which the device was removed. The device will not be returned for analysis as it was disposed of by the facility.